Event description:
It was reported that the patient had positive blood cultures and the source of the infection is unknown. The patient had an implantable cardiac defibrillator (ICD) system implanted on the left side of the chest and an implantable pulse generator (ipg) system on the right side. Both systems were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-45 implantable pacing lead 2007 (B)(6); 407645 implantable pacing lead 2006 (B)(6); 407652 implantable pacing lead 2006 (B)(6); e2dr01aa implantable pulse generator 2006 (B)(6); d224trk implantable cardioverter defibrillator 2010 (B)(6). (B)(4).